Event description:
Customer returned the device for an issue of leaking observed during maintenance. There is no patient involvement and no harm reported to any patient. Upon initial inspection of the device, it was noted that there was damage to the insertion tube and the metal skeleton was protruding outward. This medwatch is being submitted for the issue of reportable issue of the broken skeleton with metal protruding observed during device inspection.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was noted that there was damage to the insertion tube and the metal skeleton was protruding outward. The damage was a burn damage. In addition, the device was found to be leaking. The device up angle was not to specification. The user¿s complaint of leaking was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 12 years and 5 months have passed since the device was manufactured. The root cause of the reported phenomenon could not be identified. The following were confirmed during the evaluation: confirmed that the metal mesh of the insertion tube protrudes outwards. In addition to the phenomenon, damage to a rubber was confirmed. It was not possible to determine whether the damage was due to stress or handling. It was shipped in a state where there was no manufacturing abnormality after checking the manufacturing record. Olympus will continue to monitor the field performance of this device.